Event description:
Customer reported her insulin pump alarmed while she was sleeping, waking her up. Customer's blood glucose is 360 mg/dl. She has not treated yet. The drive support cap is sticking out. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, a broken belt clip slot at the battery tube threads area and a broken reservoir tube lip.